Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the customer's expressew iii without hook failed during a rotator cuff procedure as the needle was struggling; thought it was jammed. Sent to decon and noticed jaw broken. The procedure was done in entirety with the reported device. There were no adverse patient consequences or delay. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and visually inspected. Visual observations revealed the upper jaw to shaft pin was missing, contributing to the jaw failure. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. This failure can be attributed to user misuse. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip. The jaw did not hold the rubber strip tightly and when the trigger was actuated to deploy the needle, there was slight resistance and the deployment was rough. To restore it to the original position, the needle trigger has to be pushed back manually. The device does not function smoothly as reported, confirming this complaint. This device is required to be thoroughly cleaned and properly lubricated/ milked to avoid friction during deployment. Improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the customer's expressew iii without hook failed during a rotator cuff procedure as the needle was struggling; thought it was jammed. Sent to (B)(4) and noticed jaw broken. The procedure was done in entirety with the reported device. There were no adverse patient consequences or delay. The device will be returned for evaluation.